Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Upon deploying the trunk-ipsilateral leg component, the left internal iliac was unintentionally covered by the device. The physician reported that he performed angiography for marking the position of the left internal iliac artery after the contralateral leg at the right side was deployed; however, he did not perform confirmation angiograph right before deploying the ipsilateral leg, and that might have caused covering the left internal iliac artery. No further treatment was performed. The patient tolerated the procedure.